Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic converted to open revision of a sleeve gastrectomy to a gastric bypass procedure, on about the fourth firing with a black reload across extremely thick gastric tissue, the device fired about one third of the way and stopped completely. The surgeon used knife reverse to return the knife to the home position and released the device from the tissue. When outside the patient it was noted that the anvil of the device was bent upwards and the device was removed from the procedure. The staples were formed proximal to the cut line, but there were unformed staples distal to the end of the cut line, which were removed from tissue. There was no issue with bleeding at the cut line. A manual endo gia ultra with a black tri-staple reload was pulled to continue transection of the extremely thick gastric tissue because the surgeon wanted to use a manual device rather than powered for this specific tissue. Additionally, another device of the same product code as the complaint device was pulled and used along with the manual competitor's device to complete the procedure. The procedure was converted to laparotomy due to the anatomy of the patient which required hand sewing the jejunal anastomosis. The device issue did not contribute to the conversion to laparotomy at all. The procedure was completed without injury to the patient.